Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms from time to time and the center tried to fill up the preload. The center then implanted extracorporeal membrane oxygenation (ECMO) for the patient as a right ventricular assist device (rvad) from the right atrium to the main pulmonary artery. The left ventricle remained unloaded. The patient's physician acknowledged that the patient would benefit from having the low flow alarm threshold adjusted from 2.5 lpm to 2.0 lpm. This would require a software upgrade on the system controller. The patient ultimately expired on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's blood pressure decreased and left ventricular assist device flow could not be maintained. The patient's left ventricle was near total collapse seen via echocardiography. The patient went into cardiac arrest due to acute right ventricular failure.

Event description:
The patient was experiencing right heart failure prior to left ventricular assist device (lvad) implant. A device related issue was not thought to have caused or contributed to the patient's right heart failure. The patient's cause of death was acute deterioration due to right heart failure and pulmonary edema. The patient's death was not thought to be device related. The lvad operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, "patient care and management," also outlines indications of right heart failure and provides the suggested treatment options for patients with right heart failure, including usage of a right ventricular assist device (rvad). Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. A direct correlation between the device and the reported events (right heart failure, pulmonary edema, patient outcome) could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted. A specific cause for the low flow events could not be conclusively determined through this evaluation. The device reportedly operated as intended and was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.